Event description:
Pt underwent a total right hip replacement on (B)(6) 2022; a zimmer g7 shell acetab 3h-60mmg was used; zimmer had a recent recall with this type of implant; pt developed a surgical site infection. FDA safety report ID# (B)(4).